Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot m180378 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m180378, test base part number 190-430 / lot m180378.the lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m180378 showed that the complaint rate is (B)(4) (1/55728). Abbott diagnostics (B)(4) inc. Was unable to determine the exact root cause of the reported issue; however a possible assignable root cause is patient sample interference. This report is being filed on an international product, list number 190-000j that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported a false positive result with the ID now covid 19 performed on (B)(6) 2022 on a nasal pharyngeal. Confirmation test smart gene (mizho medy) on a nasal pharyngeal was performed ,and generated negative result . The patient was asymptomatic. Additionally, the customer confirmed there was no delay or impact in the patient's treatment with no remedial actions necessary.